Manufacturer narrative:
The sprintpack was disassembled and inspected. A tantalum capacitor on the 510-504-008 pcba had malfunctioned which led to an overheated condition. A visual inspection revealed that a hole had melted in the plastic case of the sprintpack power manager in the location of the pcba capacitor.

Event description:
It was reported that when the sprintpack was being charged in factory service, the charging portion burned a capacitor causing damage to the sprint pack.